Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a visual inspection of the pump revealed moisture corrosion in battery compartment. A crack in the pump case between the battery compartment and bolus button was observed. A leak test was performed and a leak was found at the pump case crack. The pump was opened and no further evidence of moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.